Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported navigation ring failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The device was evaluated by the fse (field service engineer) and the reported navigation ring issue was confirmed. The fse replaced the front bezel. The customer stated that the touchscreen was functioning and allowed the customer to change, accept, or cancel values. The ventilator did not change therapy on its own without any input. Therefore, based on the information provided, the incident is not a reportable event. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.